Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, she "felt that her heart was elevated, felt nauseous, dizzy and extreme thirst" and her daughter rushed her to the hospital. Upon arrival at the hospital, a reading of 900 mg/dl was obtained on the hospital meter and customer was diagnosed with diabetic ketoacidosis (dka), provided unspecified intravenous treatment, and "put on a heart monitor". Customer reported she remained in the intensive care unit (ICU) for 3 days due to high blood sugar. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that on (B)(6) 2018, she "felt that her heart was elevated, felt nauseous, dizzy and extreme thirst" and her daughter rushed her to the hospital. Upon arrival at the hospital, a reading of 900 mg/dl was obtained on the hospital meter and customer was diagnosed with diabetic ketoacidosis (dka), provided unspecified intravenous treatment, and "put on a heart monitor". Customer reported she remained in the intensive care unit (ICU) for 3 days due to high blood sugar. No further treatment was reported. There was no report of death or permanent impairment associated with this event.